Event description:
The manufacturer received notification of a system instrument malfunction on (B)(6) 2022. It was reported that the distal tip of a system screwdriver fractured while attempting to remove a system screw from an alternate manufacturer. There were no known patient complications associated with this complaint. The complaint screwdriver was received on 6/03/2022 at the manufacturer for complaint assessment.

Manufacturer narrative:
A visual assessment of the returned system screwdriver showed an instrument with repeated use, as identified by worn laser markings and surface scratches. The distal tip of the driver was fractured and there were rotational wear marks around the remaining portion of the tip. A functionality assessment was not performed due to the damaged condition of the returned instrument, which was removed from distributable inventory. A DHR review was performed for the returned screwdriver complaint lot and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 2/18/2019. The complaint screwdriver is intended to be used with torque-limiting handles from the manufacturer to appropriately limit applied torque. It is unknown what required torque is appropriate for placing and removing the alternate manufacturer's system screws. The root cause of this complaint is excessive rotational force applied to the screwdriver to remove a system screw from an alternate manufacturer. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.